Event description:
The hospital reported that during the saphenous vein harvesting procedure, the distal end of the dissection tip broke off inside the pt's leg. An add'l incision was made to retrieve the dissection tip. A replacement unit was used to complete the procedure. The hospital did not report any other pt complications.